Event description:
It was reported that the implantable neurostimulator (ins) showed no telemetry. A reset did not improve the condition. The ins was explanted and replaced on (B)(6) 2011, and it was reported that the patient was fine.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.